Event description:
The physician performed unspecified procedure with the use of the psd-30 combination with non-olympus (fujinon) endoscope and non-olympus (boston scientific) snare. During the procedure, the physician activated the hf output to resect the patient's tissue, the snare loop became glow and sparked. The physician changed the snare to similar but other one, however the same phenomenon occurred. The physician changed the devices (details were unknown) and completed the procedure. There was no report of the patient injury regarding this event. The facility reported that the physician activated the hf output, while the snare was slightly protruded from the distal end of the endoscope and also the physician pressed the snare to the patient's tissue.

Manufacturer narrative:
The referenced psd-30 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the psd-30 and found that it had no abnormality. Also, the facility discarded the snares which were used with the psd-30. Based upon the information from the facility, the snare point-contacted with the endoscope, then the spark was generated from the snare due to the discharge when the physician activated the hf output. Furthermore, the glow of the snare loop was attributed to the heat of the discharge. Note that the instruction manual prohibits activating hf output while contacting to metal part of endo-therapy device with distal end of endoscope. The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in abundance of caution.